Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with retrograde approach. The 90% stenosed target lesion was located in an anastomosis shunt in the moderately tortuous shunt vessel. After a guide wire crossed the lesion, a 5.0 x 100, 75cm mustang balloon catheter was advanced to dilate the lesion. However, during the third inflation at 20 atmospheres after 40 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.